Event description:
It was reported that this artificial urinary sphincter (aus) suddenly stopped working. Fluid loss was noted. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon passed visual inspection with no damage or abnormalities found. The balloon passed the leakage testing. The balloon did not pass the functional testing with an output pressure above specification.

Event description:
It was reported that this artificial urinary sphincter (aus) suddenly stopped working. Fluid loss was noted. The device was removed and replaced. There were no patient complications.